Manufacturer narrative:
MFR completed the entire form. Device eval: the suspect device was returned and evaluated. Upon visual examination, the pump was found to have physical damage. The device was found to have a one inch chip of material that had been broken away. This damage did result in the device's inability to operate properly. The device would go into an alarm condition to alert the user of an issue. We were unable to determine when or how the device became damaged.

Event description:
Info was received that reported a pt went to the emergency room in 2007, due to hyperglycemia. The pt called to report that her pump had physical damage that rendered it inoperable. The pt reported that due to her pump not operating her blood sugars went high. The pt did not have a back plan and went to the ER when her bg's were over 500 to receive IV fluids and insulin injections. The device should be returned for eval.